Manufacturer narrative:
During visual examination, the following additional issues were found: the bending section cover adhesive was cracked and detached; the scope connector was scratched; the paint of the air/water cylinder was peeling; the objective lens was scratched; and the connecting tube was scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was shipped in accordance with specifications. Service business center (sbc) based on investigation, evaluation of the device return noted defects were confirmed in the subject device, therefore it was determined that the product did not satisfy its specifications. However, the phenomenon, root cause of the adhesive peeled cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned an olympus asset (an evis lucera ultrasound gastrovideoscope) to the olympus service center. During examination, the device showed insufficient adhesive in screw holes of the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.